Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. The rep met with the patient on (B)(6) 2018 because the ins stopped working. Interrogation revealed that the ins is at end of service (eos). An impedance check was normal. The stimulation program covers and relieves all areas of pain. When attempting interrogation it was noticed that the ins is tilted in the pocket. The patient is unaware when this occurred. The patient is scheduled for a history and physician examination for a replacement of the ins. The rep has no other information available. The issue is not yet resolved but the patient is noted to be alive with no injury. No further complications were reported/are anticipated.

Manufacturer narrative:
Corrected information. If information is provided in the future, a supplemental report will be issued.